Event description:
It was reported that attain command extended hook (eh) is not holding its shape very well once it is in the body compared to previous attain extended hook model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.